Event description:
It was reported that the pt did not hear any sounds on his right ear at first, then he was no longer able to hear with his device. First testing shows hi impedance on 11 channels. After 4 channels had been switched off, the sounds were intermittent. Second testing, which was carried out after the pt was no longer able to hear with his device, shows hi impedance on all 12 channels, ground path impedance could not get determined. The pt was re-implanted on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.